Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in a transurethral lithotripsy (tul) procedure performed on (B)(6), 2011 (patient ID, age, gender, and weight are unavailable). According to the complainant, the physician met resistance when withdrawing the device. A CT confirmed that the distal wire above the coil detached from the device and remained in the patient's ureteropelvic junction (upj). The patient's urinary duct was perforated during the procedure due to an unknown holmium laser; therefore the physician did not remove the retrieval coil fragment at this time. The fragment is scheduled to be removed from the patient on may 17, 2011. It is unknown if the laser came in contact with the retrieval coil. A stent was placed for the perforation, and the procedure was completed. The patient's condition at the conclusion of the procedure was reported to be unknown.

Manufacturer narrative:
Additional information received on (B)(4) 2011 indicates the detached wire was removed from the patient on (B)(6) 2011 using forceps. It was also reported that "the procedure was completed with no issue and it wasn't harmful for the patient." The retrieved portion of the device was also returned for evaluation. The investigation found the distal portion of the device, from the midpoint of the cone to the distal ball is missing. The blue green sheath appeared frayed, but did not appear to show burn marks from the laser. The detached cone was also inspected and analyzed. The blue green heat shrink was pulled away from the distal stop, exposing the core wire. Because of the nature of the damage, and information provided from the complainant indicating resistance was felt when withdrawing the device, the most probable root cause for this complaint is caused by other device. The damage most likely occurred by abrasion from contact with the scope.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in a transurethral lithotripsy (tul) procedure performed on (B)(6) 2011 (patient ID, age, gender, and weight are unavailable). According to the complainant, the physician met resistance when withdrawing the device. A CT confirmed that the distal wire above the coil detached from the device and remained in the patient's ureteropelvic junction (upj). The patient's urinary duct was perforated during the procedure due to an unknown holmium laser; therefore the physician did not remove the retrieval coil fragment at this time. The fragment is scheduled to be removed from the patient on (B)(6) 2011. It is unknown if the laser came in contact with the retrieval coil. A stent was placed for the perforation, and the procedure was completed. The patient's condition at the conclusion of the procedure was reported to be unknown.